Manufacturer narrative:
H.3 eval summary: the loss of communication was confirmed. It was found that the device was running on its back-up monitor. After device disassembly, the crystal attachment to the multi chip module was found to have an open in the circuit . It is believed that there was an intermittent connection that eventually opened up permanently. The device did not have signs of any problems during mfg. There were no test errors related to telemetry or timing found in the history file.

Event description:
During a routine follow-up, several attempts were made to interogate the ICD without success. The status of the device could not be obtained so the decision was made to explant the ICD.